Event description:
It was reported that there was condensation in the packaging. The 8 fr x 11 cm super sheath introducer sheath was found to have beads of fluid appearing to be condensation at the hub of the sheath inside the internal sterile packaging. No patient was involved at the time of the event.